Event description:
It was reported that the left ventricular (lv) lead had a rise in thresholds. The last check revealed no capture. The lv lead was explanted. It was also reported that during implant the replacement lead dislodged. There were fixation difficulties and there were no acceptable vessels. The lead was not implanted. Furthermore, the device was at elective replacement indicator (eri) due to high output on the lv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer tubing was torn, there was apparent explant damage and the lead was stretched. (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was enrolled in the product surveillance registry study.